Event description:
It was reported that the patient underwent a gynecological procedure to treat urinary incontinence and pelvic organ prolapse and a mesh and a tyco ivs mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal on (B)(6) 2010 and (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele with stress urinary incontinence, rectocele, vaginal vault prolapse, and enterocele discovered at the time of surgery. At the time of implantation the patient underwent the concurrent procedures of anterior and posterior repair and urethropexy. It was reported that the patient underwent excision of vaginal mesh/repair of vaginal mucosa on (B)(6) 2010.

Manufacturer narrative:
It was reported that following insertion the patient experienced persistent vaginal bleeding, vaginal mesh exposure, and pelvic pain. It was also reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to vaginal mesh exposure and persistent irregular vaginal bleeding.

Event description:
It was reported that following insertion the patient experienced persistent vaginal bleeding, vaginal mesh exposure, and pelvic pain. It was also reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to vaginal mesh exposure and persistent irregular vaginal bleeding.